Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: problem with needle retraction when withdrawing with an insystole catheter the button that triggers the "retraction" of the needle did not work.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: problem with needle retraction when withdrawing with an insystole catheter the button that triggers the "retraction" of the needle did not work.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.